Event description:
It was reported that the ilet system experienced intermittent insulin leakage from the cartridge with three leakage events, including visible wetness at the cartridge area and insulin loss, resulting in a reported blood glucose of 360 mg/dl. The user stopped ilet use and administered subcutaneous insulin by pen per safety guidance, then was advised to replace the cartridge, tubing, ilet connect, and infusion set with new supplies before resuming. Customer care provided support that included customer counseling, and follow-up calls to obtain additional product information. Investigation of this case revealed a suspected loss of insulin delivery associated with the cartridge and infusion pathway, consistent with a leakage condition affecting the drug path. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary discontinuation of pump therapy and use of external insulin. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or handling-related leakage in the cartridge and tubing/infusion assembly leading to under delivery of insulin.